Manufacturer narrative:
While on the phone with dario's representative, the user reported that his bg readings are 10 mg/dl to 20 mg/dl different on the same dario meter when he tests consecutively. Due to the difference in readings above, a replacement of dario's meter was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On may 21st, the user contacted dario to report inconsistent blood glucose (bg) readings.the user reported that his dario meter was not functioning properly.

Manufacturer narrative:
While on the phone with dario's representative, the user reported that his bg readings are 10 mg/dl to 20 mg/dl different on the same dario meter when he tests consecutively. Due to the difference in readings above, a replacement of dario's meter was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: RMA investigation test results with dario's control solution concluded that the readings were within range: level 1 test results were 126 mg/dl, 125 mg/dl, 125 mg/dl, within the range of 108-155 mg/dl. Level 2 test results were 207 mg/dl, 211 mg/dl, 213 mg/dl, within the range of 186-267 mg/dl. The RMA package was received for investigation on june 19th, 2025. The meter was tested and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.

Event description:
On may 21st, the user contacted dario to report inconsistent blood glucose (bg) readings.the user reported that his dario meter was not functioning properly.